Manufacturer narrative:
The device referenced in this report has not yet been evaluated by olympus (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, during routine microbiological testing of an evis exera iii duodenovideoscope, unexpected contamination was noted. Areas of the scope cultured include: accessory channel, suction channel, air/water channel, and distal end. Flore aerobie mesophile was detected in all four areas of the scope tested. There is no reported patient contact/impact associated with tis occurrence.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-mar-2022. This report is being supplemented to provide information inadvertently left out of the initial report and additional information. Result of the culture test from the user: biopsy channel (ch): 9cfu/100ml. Suction ch: 26cfu/100ml. Air/water ch: 1cfu/100ml. Distal end: 3cfu/100ml. Result of the culture test, performed by olympus after reprocessing: channel rinsing water: 1cfu/100ml_gram positive bacteria distal end: <1cfu/100ml the user provided their cds practices of the subject device where: precleaning: performed suctioning and flushing. Detergent: salvanios manual cleaning: detergent: anioxyde. Brush: olympus. Manual hld: performed. Disinfectant: anioxyde 1000. Aer: cantel. Detergent: intercept. Disinfectant: rapicide. Storage: storing horizontally in a cabinet without drying function. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.